Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damage to the conductor wire's insulation. The insulation was nicked open with the internal wires at the bipolar yaw pulley being exposed. There was no missing piece of insulation. The insulation was lifted-off and still attached. There was no sign of thermal damage observed. The instrument passed the electrical continuity test. Additionally, the instrument was found to have scratch marks/abrasions on the surface of the bipolar yaw pulley. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have melted insulation at the tip of the instrument when it was being cleaned. The customer completed the procedure using a backup fenestrated bipolar forceps with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.